Event description:
Clear plastic tip at end of cannula broke off in the fallopian tube. Surgeon requried to use mechanic extraction technique to remove adding 20 minutes of surgery time. Surgeon performing tubal anastamosis, so this also put the patient's fallopian tube at risk of trauma. Fertility is the main purpose of this patient's surgery so disappointment from surgeon significant.====================== health professional's impression======================surgeon has not seen this happen before and is quite familiar with novy cath set as he is a fertility expert surgeon- tip had weak spot perhaps- unknown.====================== manufacturer response for fallopian tube cannualtion set, modified novy cornual cannulation set======================awaiting response.